Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the sutures was confirmed as a cuff miss was observed. The broken shaft/guide was confirmed. The difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The noise could not be tested due to the condition of the returned device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional reported information received: the right common femoral artery was inspected and appeared properly indicated for proglide use. The proglide device was inserted and bleedback was slow due to low blood pressure. Reportedly, the physician attempted to insert further to deploy the device; however, a crack was heard.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant additional information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath after a right brachial angioplasty procedure. Reportedly, no proglide sutures deployed. An attempt was made to remove the proglide device; however, the device felt stuck. The proglide device was advanced and another attempt was made to retract the proglide device but it could not be removed from the anatomy. Reportedly, a surgical cut down was performed to remove the device from the anatomy and surgical suturing was performed to achieve hemostasis. The proglide device was noted to be broken. The sheath was detached from the device but the actuator wire kept the device together in one piece. Lidocaine was administered for pain. The anesthesia level was changed from local to general for the surgery. There was a clinically significant delay in the procedure due to the surgery. The patient was in stable condition post-surgery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.